Event description:
The customer reported the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event date: (B)(6) 2015. Received by MFR date: 07/17/2015. Conclusion / root cause: this da to mc board cable rev a was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.